Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the images were unable to be stored. Fse replaced ippc and os disk along with database disks and loaded the software. Fse rebuilt image store and tested and performed system backup to new ippc hard disk. After replacement of the ippc and os disk along with database disks and loading of the software, the system was returned to use in good working order. Evaluation method code was corrected. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that images were unable to be stored. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.